Event description:
It was reported that this lead was unsuccessfully implanted due to an unknown product performance issue. A different lead was successfully implanted. No patient adverse effects were reported.